Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed fluid leaking around an infusion set connector on more than one occasion, consistent with a connector integrity or sealing issue; blood glucose was reportedly unaffected, and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no injury, no medical or surgical intervention, and no hospitalization. Investigation included complaint history review, device history and labeling review, and user troubleshooting and education. Investigation of this case revealed that the leak was not reproducible at the time of contact and that user technique and component wear were plausible contributors. It was concluded that the event was confirmed based on user report, with no product malfunction identified, and replacement supplies were provided along with education on connection and securement.